Event description:
It was reported that during a lower anterior resection, the instrument displayed an error 4. The case was completed with clips and clamps. No patient conseqence.

Manufacturer narrative:
Information not available, device not returned for analysis.